Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens remained implanted. Section d6b: if explanted, give date: not applicable, as lens remained implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded multifocal intraocular lens, the patient achieved both distance and near vision but reported that her vision was very uncomfortable. Additional information indicated that the patient experienced discomfort from blurred vision and poor distance vision, with a loss of more than two lines of best spectacle-corrected visual acuity (bscva). The initial target refraction had been -0.3 and the postoperative bscva was 0.8. The lens was remained implanted. No further information is available.